Event description:
The facility administrator reported the phaco tip broke during surgery. Additional information received from the surgeon stated the event occurred four minutes into the surgery at quadrant removal. The phaco tip was switched out and they completed the case as planned with the iol implanted. No patient injury was reported.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).